Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse found an issue with the water pump and replaced it. The cause of the discordant tsto, dhs, shbg, atpo, pylo, atg, hscrp, and hcy results on multiple patient samples was related to a faulty water pump. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer contacted the siemens customer care center (ccc) because discordant patient results were obtained on patient samples tested for multiple methods on an immulite 2000 instrument on (B)(6) 2015. The discordant results had been reported to the physician(s). The samples were repeated on an alternate immulite 2000 instrument and corrected results were reported to the physician(s). The customer also stated that discordant results had also been obtained on patient samples on (B)(6) 2015, but the results had not been reported to the physician(s) because quality controls (qc) were out of range. It is unknown if the corrected results were reported to the physician(s). Discordant results were obtained on the testosterone (tsto), dhea-so4 (dhs), sex hormone-binding globulin (shbg), anti-thyroid peroxidase antibodies (atpo), h. Pylori igg (pylo), autoantibodies to thyroglobulin (atg), high sensitive c-reactive protein (hscrp), and homocysteine (hcy). There are no known reports of patient intervention or adverse health consequences due to the discordant tsto, dhs, shbg, atpo, pylo, atg, hscrp, and hcy results.